Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported that yesterday they noticed their ins battery level was at 100% and did not deplete at all. They then noticed that stimulation was turned off. Pt commented it must have turned off by itself. Pt stated they turned stimulation back on and by the next morning the ins depleted to 90%. Pt said after that, they noticed stimulation turned off by itself again. Patient services (ps) walked pt through resetting the controller. After the reset, pt confirmed stimulation was on and the controller was at 100% and the ins was at 80%. Ps instructed pt to monitor the issue going forward and follow up with their hcp if stimulation continues to turn off by itself.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.